Event description:
This 69-year-old female underwent a right modified radical mastectomy in 1975. She underwent reconstruction of the right breast in 1983 or 1984, utilizing an abdominal tran flap. The pt had inadequate volume of a reconstruction and subsequently underwent placement of a subflap silicone breast implant. The implant has developed a severe capsular contraction, which is associated with pain in the chest wall radiating into the right axillary and right upper arm area. On 12/01/94, the pt underwent a right capsulotomy and removal of ruptured right silicone gel implant.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.